Event description:
It was reported that the device longevity was short as elective replacement indicator was reached in 1.5 years. It was also noted that the device was thought to have been recently programmed from an output of 5v to a low output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0158 competitor implantable tachy lead, (B)(6) 2004; 4470 implantable pacing lead, (B)(6) 2004. (B)(4).